Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information received from duplicate complaint file (B)(4): following the procedure, the patient became hypotensive, and a hemoglobin drop of 4 g/dl was observed, reaching a minimum of 7.1 g/dl. A CT scan revealed active bleeding from the inferior vena cava (ivc), accompanied by a retroperitoneal hematoma. In response, the ivc was stented to control the bleeding. Two days after the bleeding was identified the patient reported flank pain, and hemoglobin levels continued to decline. The patient remained hypotensive, prompting a follow-up CT scan, which showed persistent active bleeding despite the initial stenting. A second stent was placed in an attempt to achieve hemostasis. The patient became hemodynamically unstable and required resuscitation. Unfortunately, return of spontaneous circulation (rosc) could not be achieved, and the patient passed away. The site assessed the event as possibly related to the device and related to the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. During the procedure, the physician noted difficulty advancing the initial 24 fr. Dilator and swapped it out for a 33 fr. Dilator without further issues. However, on post-operative day one (1), the patient developed a hard stomach due to internal bleeding. A covered stent was attempted to control the hemorrhage, but the intervention was unsuccessful. It was further reported that the patient expired thereafter.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for damage to vessel during insertion was unable to be confirmed as neither device nor procedural imagery had been provided for evaluation. A definitive root cause cannot be determined. No manufacturing non-conformities can be identified given no device returned. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.